Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated on (B)(6) 2023 n the b.5. Field. No further follow-up is planned. Evaluation summary the mother of a pediatric patient reported that the patient's humapen ergo ii device "might be hitting less, and the child possibly applied missing dose or was underdosing on himself/herself alone, and probably the insulin was not enough." The patient experienced increased blood glucose and coma. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4) this spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint, concerned a pediatric patient of an unknown age, gender and origin. Medical history was not provided. The concomitant medication included insulin glargine for an unknown indication. The patient received human insulin (rdna origin) injections (humulin r 100 units/ml), via a cartridge in a reusable pen (humapen ergo ii), with an unknown dose, route and frequency for an unknown indication, started on an unknown date. On an unknown date after starting human insulin therapy, the insulin pen was broken and they wanted to order a pen. The patient had been using the same pen for years which might be hitting less, and the child possibly applied missing dose or was underdosing on himself/herself alone, and probably the insulin was not enough ((B)(4) , lot number unknown). On an unknown date, his/her blood glucose reached 500 (units and reference range were not provided), he/she fell into a coma and was in intensive care. The patient was discharged from the hospital on (B)(6) 2023. Information regarding the corrective treatment, outcome of the events and the status of human insulin therapy was not provided. No additional follow up would be attempted as consent to contact was denied by the reporter. The patient was the operator of the humapen ergo ii device and his/her training status was not provided. The general device model duration of use and the suspect device duration of use was not provided. The action taken with the suspect device was not provided and device was not returned to manufacturer for investigation. The reporting consumer did not provide the relatedness assessment of the events to the human insulin therapy and humapen ergo ii device. Update on (B)(6) 2023: additional information received on (B)(6) 2023 from the global product complaint database. Entered device specific safety summary (dsss) for humapen ergo ii device associated with (B)(4) , lot number unknown. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Corresponding fields and narrative updated accordingly. Update on (B)(6) 2023: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.